Manufacturer narrative:
Frequency statement: based on review of historical data, the frequency and severity of occurrence for 'blood glucose abnormal' reported with the use of novopen 3 is below the expected occurrence. Analysis result: product 1: novopen fun blue. Device conclusion: technical examinations were performed. The movement accuracy of the piston rod was measured. The result was within acceptable limits. Case conclusion: nothing abnormal was found. Product 2: mixtard 30 penfill 3 ml. Lot no.: rs61357. Drug conclusion: the returned product was examined macroscopically and microscopically. Furthermore, the parameters identity and assay were examined. A ph analysis was also performed. The insulin concentration in the used sample was found to be too high, probably due to inhomogeneous extraction technique. Case conclusion: the observed problem is probably due to incorrect handling during use. Comment: the pediatric diabetes nurse specialist did not believe that the pt was not complying with the treatment and advised her and the family to obtain a new batch of mixtard 30 and a new novopen 3 from the pharmacy.

Event description:
Deterioration in glycaemic control [blood glucose abnormal]. Deterioration in glycaemic control [condition aggravated]. Case description: this spontaneous report reported by a diabetes nurse specialist received and reported as "deterioration in glycaemic control" concerns a female treated with human mixtard 30 (human insulin) 53 iu from 2006 and a novopen 3 (medical device), due to diabetes mellitus, type I. Reportedly, the pt had been using mixtard 30 penfill with the novopen 3 over a 2 month period and experienced deterioration in glucose control (which improved with additional novorapid injections intermittently). The pt was advised to change novopen 3 and batch of insulin with dramatic improvement and recovered the next month. The pt has previoulsy measured a hba1c on 7.9% during 2006, 13.5% with a history of deterioration in glycaemic control despite increasing dose and changing cartridge by family. The consultant pediatrician reported that the pt was possibly not complying with the prescribed treatment, however, the blood glucose level was measured 3-4 times daily obtaining results of ranging from 15.0 to 33.3 mmol/l. The pt has recovered completely from the event.